Event description:
It was reported an issue with monosyn suture. The client reported that at the time of removing the suture envelope from the box it is noticed that it is detached, product not suitable for use.

Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
Additional information: initial notification was needle detachment but when we received the sample, we wanted to take more pictures and the thread started to broke easily.

Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code-batch of which we manufactured and distributed in the market (B)(4) units. There are no units in our stock. We have received open and unused sample with the needle detached from the thread (thread is still wound on the pack). The thread breaks into several pieces when trying to handle it. The aluminum surface shows a scratch with a perforation that seems to breach the integrity of the container. The thread is degraded by hydrolysis along the time, due to the pin hole in the aluminum pouch that led moisture in the pouch and degrade the product (suture manufacturing date is may 2022, more than 3 years ago). According to the information received, only one unit of this code-batch has been found with this issue. Taking into account that there are no previous complaints of this code batch, we consider that is an isolated unit, but the whole batch is correct. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled usp/european pharmacopoeia and b.braun surgical requirements. Conclusion root cause analysis: upon investigation, the root-cause of this defect has not been determined. Batch manufacturing and maintenance records, internal non-conformities and previous complaints were reviewed, and no incidences were found that could have caused this defect. Final conclusion: taking into account that the open sample received does not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the failure in the open sample received. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.